Event description:
It was reported that light was emitting out of the fiber body at 400,000 joules during a prostate procedure. The procedure was completed with a second fiber. No pt or end user injury was reported.